Manufacturer narrative:
(B)(4).

Event description:
The patient experienced repeated implantable neurostimulator migration. She stated that her ins moved "out of the muscle that it was stitched in." Her first two devices were explanted in her right buttock. The patient intended to have her next ins implanted in her abdomen. No patient symptoms were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report # 3004209178201009257.